Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air detected and an external fluid leak from the return line of unspecified type of prismaflex set. This event was observed during priming for continuous renal replacement therapy (crrt). There was no patient involvement. No additional information is available.